Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be return for analysis and further information will follow once the analysis has been completed.

Event description:
Customer's wife reported the death of customer. Cause of death was reported as heart failure and low blood glucose. Customer's wife stated that the customer was wearing the insulin pump at the time of death. Customer's wife also reported that the customer had an intense exercise and did not eat the day he passed away. No further information was provided.